Event description:
During the surgery, the ceramtec ceramic ins/sleeve trident d did not lock with the triad cup. Therefore, the surgeon used the crossfire insert instead. No adverse consequences for the patient.